Event description:
It was reported that the air inlet connector was noted to be loose during perfusion. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Device was received for inspection. Upon inspection, the air inlet was confirmed to be loose. The connector was replaced, tightened, and verified to be properly secured and seated. The device subsequently passed all applicable testing.